Event description:
During the procedure, the catheter became entangled in the thebesian valve of the coronary sinus and could not be removed. The catheter was extracted using a lasso guide catheter with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation concluded that the catheter deflected when actuating the steering mechanism, but no longer deflected in the correct shape according to specifications, due to bends in the shaft. The catheter shaft outer diameter measurement was consistent with specifications. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The cause of the bends and the withdrawal difficulty is consistent with damage during use.